Manufacturer narrative:
Heartsine's investigation confirmed the reported fault as the device was found to be giving incorrect child patient prompts with an adult pad-pak installed. The investigation determined a failure of the reed switch which controls whether the device recognises an adult or child patient pad-pak insertion. If an child patient is detected but an adult is connected, the higher the impedance the lower the shock energy. There is potential to cause an adverse event but it is dependent on both the impedance of the patient and the switch failing.

Event description:
Child prompt with adult pad-pak has the potential to cause adverse event. There was no patient involved in this event.

Manufacturer narrative:
The returned device will be investigated by heartsine and a follow up report submitted upon its closure with conclusions of the investigation.

Event description:
Child prompt with adult pad-pak has the potential to cause adverse event. There was no patient involved in this event.